Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not cut during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact. Additional information was requested but non-received till date.

Manufacturer narrative:
Additional information provided in b.5, h.2, h.6. And h.11. Additional information received that no impact to the patient. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and confirmed that there was no impact to the patient.